Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent migration occurred. Two wallstent endoprosthesis with unistep plus delivery system were placed in the left iliofemoral veins on a previous date. The stents were initially overlapping. When the patient returned some time later for the other side, it was noted that the stents on the left side had separated. No patient complications were reported. No other information was provided.

Event description:
It was reported that stent migration occurred. Two wallstent endoprosthesis with unistep plus delivery system were placed in the left iliofemoral veins on a previous date. The stents were initially overlapping. When the patient returned some time later for the other side, it was noted that the stents on the left side had separated. No patient complications were reported. No other information was provided.. It was further reported that the stents were migrated into the distal inferior vena cava. The physician added another stent to cover the gap.